Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient's dexcom app kept alerting urgent low alert, egv 40-50 mg/dl (this is jumpy or fluctuating) sometime after the sensor was put on the arm. The patient did not perform a fingerstick and took carbohydrate. After 2hrs, the egv still read 40 mg/dl. The patient was feeling weak at the time so, she called 911. When the paramedics arrived the egv still read 40 mg/dl and the sensor was removed immediately. The bg was 300 mg/dl. The patient could not recall if there was a medication given by the paramedics for symptomatic hyperglycemia. The patient was transported to the emergency room (ER) and was admitted to a hospital room eventually. The patient was given 30 pills a day for her diabetes but she did not know what medication. She was admitted on (B)(6) 2025 and was discharged on (B)(6) 2025, feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics arrived, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.